Event description:
While the surgeon was implanting the valve, the central portion of the rotation piece became loosened and detached from the blue portion of the rotator. The surgeon re-attached handle and white central piece of the device and removed the device using handle in the usual fashion. There was no harm to the patient.